Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2018; 5076-52, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was r-wave undersensing on a high rate non-sustained episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.